Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was clogged and unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: caregiver got in touch informing that she uses the bd ultra-fine easy flow 4mm needles in her daughter for insulin application, however she informed that in the last lot she bought, more than 10 needles were damaged and some were clogged. She reports that when performing the flow test the liquid does not come out and in the spoiled needles the insulin returns, she realized that her daughter's blood glucose is high due to the insulin that is returning due to the needles. Caregiver was very nervous and said she wants a clear and objective answer and if bd does not solve the problem it will trigger procon.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 32 g 4 mm 5b xtw easyflow la was clogged and unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: caregiver got in touch informing that she uses the bd ultra-fine easy flow 4 mm needles in her daughter for insulin application, however she informed that in the last lot she bought, more than 10 needles were damaged and some were clogged. She reports that when performing the flow test the liquid does not come out and in the spoiled needles the insulin returns, she realized that her daughter's blood glucose is high due to the insulin that is returning due to the needles. Caregiver was very nervous and said she wants a clear and objective answer and if bd does not solve the problem it will trigger procon.